Event description:
Fresenius received a complaint notification from (B)(6), baxter corporate product surveillance. Event description per complaint notification: "product surveillance made contact with the registered nurse (rn) on (B)(6) 2012 regarding the reported incident of an infection. The rn stated the patient went to the hospital on (B)(6) 2012 due to cloudy and thick effluent. The patient was admitted and diagnosed with peritonitis on (B)(6) 2012. The patient was treated with intravenous antibiotics after fluid samples were obtained and sent to the lab. The rn...

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not identified or returned for evaluation. The resulting investigation is inconclusive due to lack of information about the device. A review was performed by post market clinical department. Per the pharmacovigilance physician, there were no reported device or product issues. There is no information to reasonably suspect a casual relationship between the product and the event. Peritonitis is a known complication of peritoneal dialysis.